Event description:
It was reported that the patient was not able to adjust their stimulation and they saw a "call your doctor" icon with a power on reset (por) warning message. The reporter got the por message today when they tried to use the patient programmer. At the time of this report the patient stimulation was off and the patient recharges every week. The patient was to contact their health care professional. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3888-28, lot# l59538, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).